Manufacturer narrative:
A ge service representative performed an on site investigation of the system. The facility indicated they would replace the monitor. No other conclusions may be drawn.

Event description:
The customer reported, the system failed to display an image. No report of pt injury.